Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the pca module at 1420 had delivered improper dose of bupivacaine 0.1% and clonidine 1mcg/ml in nacl 0.9%. The device was programmed to infuse 4 ml dose per handset push with a maximum dose of 6 ml / hour. However, the screen indicated only 1 ml had been delivered after 30 minutes. The dose was changed to 4ml / hour. There was patient involvement but no harm.

Event description:
It was reported that the pca module at 1420 had delivered improper dose of bupivacaine 0.1% and clonidine 1mcg/ml in nacl 0.9%. The device was programmed to infuse 4 ml dose per handset push with a maximum dose of 6 ml / hour. However, the screen indicated only 1 ml had been delivered after 30 minutes. The dose was changed to 4ml / hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: describe event or problem, concomitant med prod data, PMA / 510(k)#. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,g,b,c and d codes.